Manufacturer narrative:
The technician found that the left head side rail center arm assembly on the left head side rail was broken. The technician transport of the bed, possibly by the bed being ran into an object. The technician replaced the left head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail is broken and will not latch. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).